Event description:
Upon receipt of the device (during preparation after unpacking), the user reported that the customer found a black substance adhering on the 7 mm arterial cannula. He tried to remove it by wiping it, but it would not come off. He believes it was adhering inside the cannulae. There was no patient involvement.